Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Consumer alleges that the tilt began to get stuck in the down position. A technician came and changed a motor that was allegedly leaking oil. That motor quit again a day later and needed to be exchanged again. He also alleges that three weeks ago the drive motor had stopped and the chair quit moving while patient was outside. He says he had to be physically pushed inside. A technician came out and found that wires were disconnected. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately 7 months old. The owner's manual part number 1143190 rev. K (mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6), height is unknown, and weight is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.